Manufacturer narrative:
Corrected information can be found in e4 - initial report sent to FDA, annex b codes, annex c codes and h7 - if remedial action initiated null.

Event description:
A '7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer' reportedly squirted out saline from the connection between the microclave and the j loop tubing of a mating device after it was attached for the patient. The j-loop device was flushed prior to inserting the IV for a patient. The clinician tightened the connection and it was still leaking. Finally, a new j loop device was then flushed and connected with no leaking noted. There was no report of any human harm.

Manufacturer narrative:
The reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.